Manufacturer narrative:
The customer reported the clinical staff is questioning the alarms and ECG waves on the bsm (bedside monitor). Biomedical engineer at hospital is requesting that nihon kohden perform a thorough evaluation on the device. The device was returned to nihon kohden, evaluated, and the reported issue could not be confirmed. The unit was evaluated and nihon kohden did not note any wave form drops or spikes. It was noted that the ECG connector was loose so it was replaced. The unit was tested at nihon kohden for an extended period of time with a simulator. The customer did not send any data in to evaluate. The biomedical engineer did not test the device on a simulator. All functions were tested prior to the device being returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported the clinical staff is questioning the alarms and ECG waves on the bsm (bedside monitor). Biomedical engineer at hospital is requesting that nihon kohden perform a thorough evaluation on the device.